Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, a nalyzed and no anomalies were found. (B)(4)

Event description:
It was reported that the implantable pulse generator (ipg) battery longevity was decreasing fast and the right ventricular (rv) lead showed variable thresholds, along with a gradual increase in threshold measurements. The ipg was reprogrammed and the rv lead outputs were increased. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.